Manufacturer narrative:
(B)(4). Conclusion (B)(4) no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-02139. The same device is represented in each medwatch as it was involved in two events.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. Following the procedure, the patient experienced bleeding and was returned to surgery. Additional information has been requested.